Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) high temperature alarm. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the technical alarm "system over temperature" or "over temperature condition detected" likely occurred though neither recorded in the event logs. The fse was unable to duplicate the alarm when exercising the iabp on a test catheter & patient simulator for several hours at 120bpm. As a precaution both the temperature sensor (0206-00-0734) and the scroll compressor (0119-00-0236) were replaced along with the pressure/vacuum filters (0103-00-0499). The drive regulators were recalibrated and the scroll compressor performance test was performed. The fse then complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to customer and cleared for clinical use. The following investigation was performed by failure analysis and testing dept. (Fat): the failure analysis and testing dept. Installed the compressor p/n 0119-00-0236 into the cardiosave test fixture and tested the compressor to factory specifications per procedure number and the cardiosave service manual. The fat dept. Could not verify the failure of the compressor "system over temperature" . The fat dept. Ran the system for multiple hours in a stressful environment (130 bpm artifact on ECG, bp at suboptimal level) to see if the system would fail over time but no failure was observed. Retaining the compressor in the fat dept. Per procedure . The following investigation was performed by failure analysis and testing dept: the failure analysis and testing dept. Installed the temp probe attached to the compressor p/n 0206-00-0734 into the cardiosave test fixture and tested the compressor to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not verify the failure of the compressor "system over temperature" . The fat dept. Ran the system for multiple hours in a stressful environment (130 bpm artifact on ECG, bp at suboptimal level) to see if the system would fail over time but no failure was observed. Retaining the temp probe in the fat dept. Per procedure.